Event description:
It was reported that the analyzer was not providing ¿good¿ electrocardiograms (ecgs) for pacemaker programming. Although, there were no associated patient complications, the patient had to be brought back in again to be reviewed and re-analyzed on another pacemaker analyzer. The analyzer was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported event, the device was mechanically intact and passed all incoming functional tests with no anomalies found. A functional test was performed twice on the test system, no failure or deviation found. P and r wave output was measured on an atrial and ventricular bipolar lead, and impedance was measured on an atrial and ventricular unipolar lead, all measurements were within specification. Also passed a systems test.